Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced. No repair was performed. The device was scrapped.